Manufacturer narrative:
There was no information available regarding the event date. Therefore, bsc aware date was used. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit sling was implanted during a transvaginal tape for stress urinary incontinence procedure performed on an unknown date. According to the complainant, post procedure, the patient had 2cm vaginal exposure, which the like of it the physician has not previously seen. It was then intervened by closing it with a suture. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.